Event description:
Caller reported a malfunction on the pump and there were no notable events that occurred prior to this malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further malfunctions were experienced.